Event description:
It was reported that a pt underwent a pelvic floor repair procedure on (B) (6) 2009 and the surgeon reported that during medial pass with the trocar, he punctured the bladder. Concomitantly the pt underwent a hysterectomy. To repair the bladder the surgeon did an expanded dissection, placed a 624 stent in each ureter and closed the bladder double layer. The stents were removed ten days post-operatively. No further intervention is planned. The surgeon opines it was the trocar that probably perforated the bladder, but he is not positive. He also opines that the problem may be due to "under dissection and poor pt tissue quality". On (B) (6) 2010, the pt was doing well.

Manufacturer narrative:
(B) (4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.